Manufacturer narrative:
The patient's exact age is unknown, but is reportedly (B)(6). The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. A visual evaluation of the returned device revealed that the stent was attached to the delivery system via the intact and unbroken suture. The push catheter was kinked at the proximal end. The suture hole was slightly torn. The guide catheter was stretched and broken. The proximal end of the guide catheter was not returned for evaluation. The distal end of the guide catheter was collapsed. There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician was unable to deploy the stent as the suture detached from the device. The procedure was successfully completed with another a flexima biliary stent system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.